Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 200 ohms. Following programming change to rv coil to can in (B)(6) 2024, shock impedance measurements went down to 126 ohms. Technical services (ts) discussed troubleshooting/programming options. Ts also discussed potential causes including possible calcification/tissue, etc. This rv lead remains in service. No adverse patient effects were reported.